Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that all impedances were high when connected to ins. The rep said the leads and ins were new. Prior to call, the rep tested the leads separately in the wens and then values were normal, though the rep could not recall what values they saw, just that they were all green. The rep re-tested with the ins and all values were >40k. The rep was asked to check other reference electrodes and these were in the low 1000's. It was reviewed that they may not have 0 available for programming post-op. The rep said they didn't have any issues with inserting the leads into the ins. The rep used imaging to confirm that the contacts looked lined up. At the end of the call, electrode 0 still had high impedances but other values were in normal range. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information received from the manufacturer representative reported that no cause was found. A different reference electrode was used and the impedances were fine except for 0. Electrode 0 was the only bad impedance and all the others were fine.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.